Event description:
The pt experienced pain in the implantable neurostimulator pocket that radiated down her leg when she turned the device on and off. She felt a pinching sensation between her shoulder blades. There was no known incident or accident associated with the complaint. Several days after the beginning of the symptoms, the pt scheduled a visit with her hcp. The field rep were notified of the visit. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).